Manufacturer narrative:
The device referenced in this report has not yet been returned to olympus for evaluation. If additional information is received at a later time this report will be supplemented. Please cross reference MFR. Report numbers: 2951238-2015-00497, 2951238-2015-00498, 2951238-2015-00499 and 2951238-2015-00500.

Event description:
Olympus was informed that the sterility of the device was compromised, as the adhesive protecting the surrounding edges of the individual device packaging was found damaged. This device was not used in a procedure; therefore no patient injury was reported.